Manufacturer narrative:
Device received with cracked lcd glass. Device received with cracked case at display window corners. Device received with corroded battery tube. Device received with minor scratches on lcd window.

Event description:
Customer reported via phone call that the screen was broken after a car wrench fell on it. Customer's blood glucose was 220 mg/dl. Customer could not see the display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.